Event description:
It was reported that a cartridge alarm occurred repeatedly during cartridge loading despite caller following proper loading steps. There was no adverse impact to the customer¿s blood glucose level. Caller attempted to load new cartridge with guidance from technical support but was unable to resume insulin delivery due to recurring alarm, so pump replacement was arranged under warranty, caller planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, reprogram settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump using prepaid label, which caller acknowledged and understood.